Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. The patient experienced inaccurate cgm values which occurred 1 day after the sensor was inserted into the arm. On 11/21/2023, the patient was reportedly hospitalized due to diabetic ketoacidosis. Patient symptoms were not reported. The cgm reading was 140 mg/dl and the bg was reportedly over 500 mg/dl. The patient was admitted for an unspecified length of stay and treated by unspecified means. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was irritable and declined to answer questions about the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.